Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant date reported as (B)(6) 2008. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient was implanted with a prodisc-l at l4-l5 in (B)(6) 2008 along with a fusion device (competitor product). Patient returned to the surgeon complaining of pain. A CT scan, MRI and x-ray were performed and the surgeon identified over extended facets or facet separation at the l-4 level. Reportedly there was no failure of the device and the device looked like it remained in the correct position at acceptable parameters. Patient was diagnosed with radicular pain at l4 and adjacent levels. Patient was returned to the o.r. On (B)(6) 2013 for revision. The surgeon went in laterally and removed the prodisc-l, fused l4-l5 and l3-l4 with interbody spacer, laminectomy and pedicle screw placement from l2-s1. This report is on an unknown prodisc-l polyethylene inlay this report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Pd event evaluation was performed. The report indicates continued pain is an inherent risk with both fusion and non-fusion devices, and is often related to proper patient selection. Back and lower extremity pain either singularly or in combination is currently listed in the summary of safety and effectiveness for pro-disc l, and the overall rate of occurrence reported is consistent with the clinical history to date. Based on the information provided, it is not possible to determine the exact root cause of the continued pain. Device was used for treatment, not diagnosis.